Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5167513, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients lead had migrated due to a fall, not known if it was device related. X-ray showed that one of the leads had moved down almost out of the epidural space. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.